Event description:
It was reported that the patient had expired on (B)(6) 2017. Both the device and lead were explanted and are being returned for analysis. There was no allegation made against the devices. No further information is available at this time.

Manufacturer narrative:
Device was received in normal working condition, with battery voltage at near beginning of life (bol) level. There were no anomalies found in the image data and egm records. Analysis performed indicated the pacer exhibited normal functionality during the entire implant duration and passed all electrical and mechanical tests in the lab. The device exhibited normal characteristics.